Manufacturer narrative:
This complaint will be updated once investigation is complete . Trends will be evaluated.

Event description:
Allegedly, cup impactor cold welded to threaded cup adapter adding 25 minutes to case. After many attempts to dislodge it was separated with extending incision. Cup adapter was elevated out of wound and many blows 20-30 with vice grips and mallet two modular pieces were disengaged. (Left hip) from spthkit 3.